Event description:
Account reports they were experiencing noise flags and getting erratic ise results. As an example they obtained a pt potassium result of 5.2 meq/l and when repeated on another instrument, the result was 4.4 meq/l. The incorrect results were not reported. The field service rep found the ise unit was faulty and repaired the instrument.